Event description:
The deroyal prospera npwt malfunctioned over the weekend with a patient. Two dressings (using the gauze style packing) connected to a single pump, set at continuous - 150mmhg. At some point the pump quit registering - 150mmhg and did not alarm. The canister became full and did not alarm. One of the dressings lost a seal completely and no alarm due to loss of seal. The wound bed is now pale, very macerated. The other wound (both of these are very deep post op wounds) still looks red, granulating. The other wound dressing held its seal. This is the most recent in a number of issues we have experienced with this npwt device.